Event description:
Reporter calling, stating she received two boxes of binaxnow covid antigen tests from the united states postal service. Reporter states that she verified on the FDA's (food and drug administration's) website that the two boxes of tests she received had an extended expiration date and were approved for use. Reporter states upon opening the box for intended use, she discovered that the lot number information on the contents inside the box differs from the lot number information on the exterior of the box. Reporter states that this concerned her, so she decided to open the second box and again found the same problem that the lot numbers on the contents inside the box differed from the lot number information on the exterior of the box. Reporter states she will not use any of these tests due to her concerns over quality. Reporter states additional concern that other members of the public may be unaware of discrepancies like this, and may possibly receive inaccurate test results. Reporter states the lot number and expiration date information for the contents on the inside of both boxes are identical: "lot 197694; expiration 2023-07-14." Reference report: mw5149003.